Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine follow up. Device interrogation revealed sensing threshold variation, high capture thresholds, and loss of capture on the atrial lead. On (B)(6) 2021, a chest x-ray was performed and dislodgement was noted. The lead was repositioned on the same day. The patient condition was stable.